Event description:
The facility reports the caregiver was trying to raise the resident from the bed to the wheelchair. One of the clips came undone from the hanger bar. The resident slid out from the sling, on the side of the bed, then landed on the floor. The resident was taken to the hosp. The resident sustained a one-inch laceration to the back of the head. No stitches were required to close the wound. The resident was on a watch for four to five days. The resident passed away, but it was indicated that the death was not due to the fall.